Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of the device and further diagnostic workup revealed the presence of markedly increased levels of metal ion in the patient's blood. Based upon this filing and in light of the patient's worsening symptoms she was taken back for revision surgery her hip on (B)(6) 2014. It is further alleged that during this surgery, it was discovered that, there was significant metallosis and trunnionosis in the patient's hip resulting in soft tissue damage and the surgeon also noted the presences of corrosion at the taper junction between the accolade stem and lfit v40 cocr femoral head.